Manufacturer narrative:
(B)(4).

Event description:
It was reported the pink hub detached from the rest of the line. No patient harm reported. The catheter was replaced in interventional radiology. The patient's condition is reported as fine.

Event description:
It was reported the pink hub detached from the rest of the line. No patient harm reported. The catheter was replaced in interventional radiology. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for investigation. Signs of use were observed on the catheter and extension lines. The catheter appeared intentionally severed. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated distal luer hub. The separation point on the extension lines were rough and jagged. The total length of the catheter body measured to be 14 3/4" which is not within the specification of 21 1/2"-23" per product drawing. This indicates that at least 6 3/4" of the catheter were severed and not returned for analysis. The outer diameter of the distal lumen measured to be 0.09452" which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the distal lumen inside the luer hub measured to be 0.058" which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal lumen was flushed using a water-filled lab inventory syringe. The lumen flushed as expected. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed based on a potential lot number from sales history, and the following relevant findings were identified: for material cdc-45552-cat2, a non-conformance was initiated for batch 13c21e1118 in regards to stylet tight in PICC catheter. For material c-15802-032a, two non-conformances were initiated for batches 13c21a1664, 13c21f2564, 13c21f2563 and 13c21f1375 in regards to extension line leaks during use/ extension line luer hub separations. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance has been initiated to further investigate this issue.